Manufacturer narrative:
The reported complaint was not verifiable. The hematocrit saturation module (h/sat) tab was found broken upon receipt but the exact time the damage occurred is unknown as the customer indicated that h/sat tab was not broken at the time of complaint. Blood loop testing is not possible at this point as proper mounting is essential for accuracy. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: device available for evaluation? Additional part was received for further evaluation with the earlier returned blood parameter monitor (bpm) unit. Both parts have been sent to central engineering for further evaluation.

Manufacturer narrative:
(B)(4). The complaint was unable to be duplicated during laboratory analysis. The product surveillance technician (pst) observed hsat performance at startup and found that the probe is capable of passing color chip test as long as the user takes extra measures to ensure proper alignment.

Event description:
It was reported that during use of the device for a cardiopulmonary (cannulation surgery)procedure, the venous oxygen saturation (svo2) was innacurrate on the blood parameter monitor (bpm). Reading at 100% when they know that's not correct. They attempted calibration and it not did resolve the issue. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2016: according to the details of the complaint provided by nurse (rn), approximately one hour after the patient was cannulated for veno-venous (v-v) extracorporeal membrane oxygenation (ECMO) with a dual lumen cannula (not a cardiac case), the hematocrit/saturation (h/sat) probe on the bpm unit venous oxygen saturation (svo2) was reading 100% while the patient's actual svo2 was 74%. The bpm unit was recalibrated and it continued to read 100%. It was obvious to the user based on the color of the blood in the venous line that it was not 100% saturated. Another blood gas was drawn and the svo2 was 63% while the monitor remained at 100%. They again recalibrated the bpm unit, but it continued to read 100% so they elected to change the monitor out. The rn stated that while they were waiting for a back-up unit, they were supporting the patient blindly and were uncertain whether or not they were providing adequate support. The replacement bpm unit displayed an accurate svo2. The ECMO circuit was primed with plasmalyte (ph 7.4) and blood, including albumin, red blood cells (rbcs), and fresh frozen plasma (ffp). Heparin and calcium were also added. The initial temperature of the prime solution was approximately 35.0 degrees celsius and was approximately 36.0 degrees celsius when the h/sat was connected. There were no error codes and the unit passed all startup testing. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.